Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient's site has reportedly healed and resumed device use. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced skin breakdown due to lying on the implant side. The recipient's site has reportedly closed. Skin flap revision surgery is no longer under consideration. The recipient was recommended device non-use until the site is healed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap breakdown at the implant site. The recipient was recommended device non-use and prescribed mupirocin 2% topical ointment to be used on site twice a day. The recipient is reportedly healing well. Skin flap revision surgery is being considered.